Manufacturer narrative:
Batch review performed on 13 july 2021: lot 188572: (B)(4) items manufactured and released on 09 jan 2019. Expiration date: 12 dec 2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in reporting instability and the cause of the instability is unknown. About 11 months after the primary surgery, the surgeon upsized the gmk sphere cr tibial insert s3l 11mm with a gmk-sphere tibial insert - flex s3l - 17mm to give the patient more stability.